Manufacturer narrative:
The customer reported event of 'autopulse platform system (sn (B)(4)) liquid crystal display (lcd) displayed was tilted/not centered in its place' was confirmed during visual inspection. The most probable root cause was due to a damage lcd caused by wear and tear. During visual inspection the autopulse platform was found with cracked front enclosure, damaged button pad/membrane and a bent battery lock, unrelated to the customer reported event. The autopulse platform system is a reusable device and it was manufactured on 02/08/2008 which is more than 10 years old and it has exceed its service life of 5 years. Therefore, this type of damage found during visual inspection is characteristic of normal wear and tear for the life of the device. During functional test, the lcd was loose/free floating confirming the customer reported event. The lcd was replaced to correct this issue. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was one other similar complaints found for autopulse platform (sn (B)(4)): ccr (B)(4) reported on 01/27/2017 damage for lcd.

Event description:
It was reported that during device check, the autopulse platform (sn (B)(4)) lcd displayed is tilted/not centered in its place. Partial data was unable to be displayed in the lcd. The autopulse platform still functioned. No patient involved.